Manufacturer narrative:
(B)(4).

Event description:
Received info which stated the pt has had a red rash on her neck for almost two years. Pt states when she uses stimulation, the rash seems to be worse. The rash is also worse with sun exposure. Pt was told to see a specialist and about use of a medtronic allergy kit. Pt also inquired if her scs could affect her cell phone and tv. Both devices have stopped working recently. Medtronic's pt services explained to the pt it was more likely her cell phone and tv would affect her scs. Additional info reported the pt was experiencing a shocking sensation near the battery pocket site after being punched in that location by someone. She does not use the stimulation any more but does keep the battery charged. Pt does not have medical insurance so she has not seen her physician. If additional info becomes available a follow up report will be sent.